Event description:
Caller states that during a correlation study the following coaguchek/lab values were obtained: pt 1: 1.3 inr/ 2.28 inr, pt 2: 1.5 inr/ 2.33 inr, pt 3: 1.6 inr/ 2.67 inr, pt 4: 2.0 inr/ 3.46 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No pt information provided.